Event description:
It was reported on 10/11/2021 by a facility representative via sems that an ar-6480 touch screen not responding. This was discovered during a case with no patient harm.

Manufacturer narrative:
The complaint is not confirmed. The touch screen works. However, the screen was found to be damaged due to a scratch. The unit was found with excessive physical damage.